Event description:
Pt was self cathing themselves in the recovery unit. 200 cc output of urine. When removing catheter it broke leaving a approx. 1 and 1/2 inches of the 14 fr red rubber cath still hanging out. Would not come out with pulling. Cysto done to remove broken piece of catheter. On inspection of red rubber catheter it was very dry and brittle.